Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver tip did not disengage from the implant (xfos410). The doctor was able to remove the two devices and place another implant with the same driver in the same procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite external hex implant was returned for inspection with a mating implant mount. A visual inspection revealed that the collar of the implant showed signs of wear from use. The mount screw is similarly worn. The internal drive feature could not be inspected, as the mount could not be removed. The reported driver tip was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Ress down firmly to engage the implant securely. The returned part was functionally tested. The implant and mount could not be separated. Although no information could be verified regarding the reported driver tip, it was confirmed that the implant mount became stuck to the implant, causing a malfunction. The event regarding the stuck driver tip cannot be verified. However, the complaint was confirmed due to the stuck mount. A root cause cannot be determined.